Event description:
It was reported the system displayed communication fail error messages within the workstation. These will likely result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred between the workstation and c-arm. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control processor and system interface were replaced. Also, the software was reloaded. The system was then found to be operating as intended.